Event description:
It was reported that the patient experienced a shocking or jolting sensation, at the neurostimulator location, following adjustments made with the patient programmer. The patient was at home in fair condition. Further information is being requested from the hcp.